Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs instrument or mcs tip for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure and while the surgeon was performing dissection, the monopolar curved scissors (mcs) instrument tip separated and fell inside the patient's abdominal cavity. The mcs tip was retrieved during the same surgical procedure and the customer attempted to unsuccessfully reassemble the mcs tip onto the mcs instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. When the event occurred, the surgeon was performing dissection and the instrument had been in use for approximately 30 minutes. The surgeon did not notice an issue with the functionality of the mcs instrument prior to the event. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was not removed during the surgical procedure prior to the breakage. The surgical staff did not feel any resistance upon removing the instrument through the cannula. The fragment was retrieved during the same procedure. No additional surgical procedures were required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is not available for return and the fragment was disposed. There are no photographic images or a video recording of the procedure available for isi to review.

Manufacturer narrative:
On 06-may-2025, the monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken drive rod. The drive rod was broken at the distal end. The drive rod broke at approximately 76.35mm from the distal end. The broken piece was returned with the instrument.

Event description:
Refer to h11 for follow-up information.